Event description:
Boston scientific crm received information that post pacemaker replacement procedure for normal battery depletion, high right ventricular (rv) out of range impedance measurements were observed with the chronic rv lead and new pacemaker. The rv lead was changed to unipolar pacing mode were normal impedance measurements were noted. To date, no adverse patient effects were reported.

Manufacturer narrative:
This product remains in service and will not be returned. No additional information is available at this time. If additional information becomes available, this report will be updated.